Manufacturer narrative:
Product event summary: manufacturer's analysis was not able to confirm the customer comment that the device experienced no signal; the parameters that could be tested were in range.

Event description:
It was reported that there was no signal detected while using the analyzer during a procedure; no capture or impedance values were p resent. Attempts with a different cable did not resolve the issue, however a different analyzer was used to successfully complete the procedure. The analyzer is expected to be returned. No patient complications have been reported as a result of this event. The analyzer was later returned for servicing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.